Manufacturer narrative:
The insulin pump was received with blank display due to power male connector on battery tube not plugged in properly into female connector on interface board. We were unable to verify error alarm, off no power or low battery alarm or operating currents due to blank display. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident may have been 400 mg/dl, which was treated via manual insulin injection. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The pump was not stored or out-of-use for an extended period of time either. However, the alarm occurred shortly after inserting a new battery. The customer also woke up to a blank display and off no power alarm.the customer used two different battery caps but the display remained blank. The insulin pump was returned and replaced.